Event description:
The patient was initially implanted emergently with an afx2 bifurcated stent graft and a vela suprarenal to treat an impending rupture of an abdominal aortic aneurysm (aaa) on 18 may 2024. The afx2 bifurcated stent graft and the vela supernal were deployed via left access. Due to poor expansion of the right leg, which did not improve even after ballooning, a bare-metal (non-endologix) stent was deployed. Final angiography confirmed a type 2 (non-device related) endoleak; however, it was decided to monitor the patient and the procedure was completed. On (B)(6) 2024, another manufacturer¿s (non-endologix) stent was deployed in the left leg for unknown reasons. During the post operative follow up aneurysm enlargement diameter was observed; however, no obvious endoleak was identified. On (B)(6) 2026, intraoperative angiography revealed endoleaks that were suspected to be type 1b and type 2; however, the endoleaks were not significant, and the cause of the aneurysm enlargement could not be determined. Additionally, the proximal end of the vela suprarenal was found to have migrated approximately 15 mm distally from the lower most renal artery and a type 1a endoleak was not confirmed. The physician elected to perform an additional procedure where, a (non-endologix) stent was deployed to reline the previously placed afx stent graft. Note: the safety and effectiveness of the afx2 system has not been evaluated in the following patient populations: leaking, pending rupture or ruptured aneurysms.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device, medical records and medical imaging; however currently none are available. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. H3 other text : device remains implanted.